Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a possible temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis. There is however no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation or indication that a fresenius device malfunctioned or failed to perform as expected.

Event description:
A user facility peritoneal dialysis nurse (pdrn) called in regarding a draining issue that a patient was experiencing. The pdrn reported the draining issue was related to the presence of fibrin. During the call, the pdrn reported that the patient is at the facility due to peritonitis (unknown diagnosis date). The cause of the peritonitis is unknown. The patient was being provided antibiotics (type, route, dose, frequency, and duration unknown). Additional information was requested, however was unable to be obtained.